Manufacturer narrative:
Film evaluation summary: the cause of the cannulation of the bifurcate ipsilateral limb instead of the contralateral gate could not be determined from the films provided. It appears most likely that this was user related. Pre-implant anatomy details were not provided. Several still angio images during implant were returned. No obvious stent graft issues were seen with the deployed bifurcate limb or gate. Images during limb cannulation and during implant of the contra limb and extensions were not seen in the films provided. Removal of the bifurcate delivery system was also not observed. The final angio image showed that another limb had been implanted within the bifurcate ipsi limb. The proximal end of the limb was positioned ~1cm below the level of the flow divider. However, the limb appeared to have been maldeployed as the proximal/external stent was mis-shaped (on its side); the proximal limb markers were separated by 1cm vertically instead of being radially opposed. The cause of the malformed proximal stent could not be determined. It is likely that this occurred during removal of the bifurcate delivery system, which would have required pulling this out between the deployed bifurcate limb and the limb extension. Images at the completion of the implant were not provided and no contrast images were seen; therefore, no assessment stent graft patency could be performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of the pre-operative rupture of a 7.0 cm abdominal aortic aneurysm. It was reported that, during the initial implant procedure, the main body was deployed on the left side. The physician then attempted to cannulate the contralateral gate but inadvertently cannulated the ipsilateral side. The contralateral limb was then deployed from the right side into the ipsilateral side of the main device. The physician was able to remove the delivery system for the main device and then cannulated the contralateral gate. A limb was then placed into the contralateral gate from the left side. It was noted that the implant procedure was successful, the patient was stable, and the event resolved. The physician stated that the cause of the event was due to user error. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.